Event description:
Pt scheduled for a 25 g pars plana vitrectomy / tractional retinal detachment repair. The probe of the constellation primed without difficulty. When ready to begin the case, the constellation cassette pack did not work. In order to complete the case, a new constellation pack was opened. There was no error message. Attempt to re-prime constellation resulted in an error message, which repeated with add'l attempts to re-prime. Another 25g constellation pack was opened and the procedure continued. There was no harm to the pt. System software revision: (B)(4)